Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported failure was confirmed. According to the investigation, improper reprocessing was confirmed during the investigation`. A root cause could not be identified. Based on the results of the investigation, the investigation findings did not lead to a clear conclusion about the cause of the reported event. According to the investigation, it is known that the reported issue is detectable and preventable by following the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that during an unknown diagnostic procedure, the colonovideoscope was noticed to be inadequately reprocessed. According to the report, the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.